Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there is a possibility that there was some kind of external force applied to the relevant part. The definitive root cause of the reported issue could not be determined. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned by the customer for the issue of a crackling noise heard from the device during an unknown therapeutic procedure. The device had no issues in the procedure immediately prior to this one and had passed the leak test as well. There is no reported harm to the patient. Upon estimation of the returned device, it was noted that the forceps cover glue was peeling. This medwatch is being submitted for the reportable issue of the forceps cover glue peeling observed during estimation.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps cover glue was peeling. Additionally, the insertion tube jumped with noise 15 cm from the distal end. The control unit was opened for further investigation. There was no fluid invasion found. The jump and noise were caused by the up movement of the control knob by internal elements of the bending section and insertion tube. The user¿s complaint of noise was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.